Manufacturer narrative:
Correction; h.6. (Patient code). The customer¿s report that the tubing set separated next to the port was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under microscope noted that both sides of the nitro tubing had insufficient solvent applied at the engagement during the manufacturing process. Further inspection under the microscope, observed a gap, based on insufficient solvent within, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. Dimensional testing measured the tubing to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing separated/disconnected next to the port superior to tpn filter. No patient harm was noted, and the tubing was replaced.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional information was requested but not provided.

Event description:
It was reported that the tubing separated/disconnected next to the port superior to tpn filter. No patient harm was noted, and the tubing was replaced.